Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer's blood glucose was 425 mg/dl. Customer stated they had been treating their blood glucose with manual injections. The customer declined to troubleshoot for their blood glucose as they were aware of the reasons behind their high blood glucose. Customer stated they would consult with their healthcare provider to program their basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.